Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the root cause of it. The event can be detected/prevented, in accordance with the following instructions for use: tjf-q190v, operation manual chapter 3: preparation and inspection. Tjf-q190v, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope had an image problem due to white balance. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the air/water tube and forceps elevator was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an air/water cylinder with foreign material, a corroded cable unit and circuit board in the suction connector due to water leakage, no image due to damage on the plug unit, a shaved distal end, a stained forceps elevator, a discolored light guide lens adhesive, expected insulation capacity couldn't be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the play of the upward/downward knob was out of standard value due to wear of the angle wire, and a scratched connecting tube and universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.